Event description:
It was reported while unloading a patient from the ambulance the safety bail was released prior to the head end legs being lowered and the stretcher lowered from the ambulance. The incident report alleged patient injuries in the nature of a laceration to the head and a shoulder injury. Both injuries requiring medical intervention. It was further alleged one of the medics sustained a blister as a result of the incident requiring first aid at the ER.

Manufacturer narrative:
The customer commissioned their own evaluation of the stretcher. They confirmed the stretcher had never been removed from service following the reported incident, was evaluated and continues to be in service. Details of the evaluation were not provided; however, there have been no allegations of a product malfunction being the contributor to the incident. No additional details have been provided regarding the alleged injuries.

Event description:
It was reported while unloading a patient from the ambulance the safety bail was released prior to the head end legs being lowered and the stretcher lowered from the ambulance. The incident report alleged patient injuries in the nature of a laceration to the head and a shoulder injury. Both injuries requiring medical intervention. It was further alleged one of the medics sustained a blister as a result of the incident requiring first aid at the emergency room (ER).